Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no moisture damage found on the electronics, motor, vibrator, and battery tube assembly during visual inspection. The insulin pump was received with intermittent button response due to corrosion on the keypad traces. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, crack lcd display window, cracks on the reservoir tube, lip and window.

Event description:
It was reported the insulin pump alarmed button error and customer's mother could see water inside the device. Customer¿s blood glucose was 189 mg/dl. Customer's mother reported that the customer took of the device while they were in the pool, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.